Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution.

Event description:
It was reported that the clinician was unable to deflate the catheter balloon before use. There were no patient complications reported.

Manufacturer narrative:
One catheter without any attached components was returned for evaluation. The original opened packaging tube was returned with the catheter. No syringe was returned. No visible damage to the catheter body, balloon, spring tip, or windings was observed. The balloon was inflated with 0.2 cc air as recommended in the product IFU. The balloon inflated clear and concentric and did not leak. The balloon was then deflated within 1 second without the syringe attached. Balloon testing was performed with a lab bd 1 cc syringe. Visual examinations were performed under microscope at magnification 20x and with the unaided eyes. Customer report of balloon deflation issue could not be confirmed during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time.